Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump while changing her infusion set. The keypad is unresponsive, but there are no alarms on the device. Customer has to press the act button very hard to get it to respond. The up and down arrows are unresponsive. Customer's blood glucose is 200 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.